Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an alert for over-current detection (ocd) noted on the device during a ventricular fibrillation (vf) episode due to a decreased high voltage lead impedance (hvli) measurement of the right ventricular (rv) lead. The shock was aborted due to the ocd; however the device was able to effectively treat the arrhythmia with a second shock using a different shock vector. Technical support was contacted and suggested to replace the rv lead immediately. The lead was capped and replaced and the patient was stable with no consequences.